Event description:
Treatment of a small unruptured fusiform aneurysm measuring 5mm located in the cervical segment of the left ica (internal carotid artery). The patient was given dual antiplatelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, angioplasty (an option presented in the instructions for use ,u.s) with a hyperglide balloon was performed on the proximal end of the pipeline (5mm x 25mm) to assure full wall apposition. Post procedural angiogram showed slow flow into the aneurysm. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).